Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer 5 and 7 failed and not detected on the bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer inspected the station as there was no failed icon present. No problems were found. The system functioned as intended after the field service engineer troubleshot the device.